Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17179938 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom pta .018 hp 40 5 x 2 was inserted through a non-cordis sheath and inflated in the target lesion without any issue. However during removal, there was resistance felt with the sheath and the balloon was confirmed to be elongated after the balloon was completely removed from the sheath. Therefore it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the radial artery. This was a vaivt case. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.

Event description:
As reported, a slalom pta .018 hp 40 5 x 2 was inserted through a non-cordis sheath and inflated in the target lesion without any issue. However during removal, there was resistance felt with the sheath and the balloon was confirmed to be elongated after the balloon was completely removed from the sheath. Therefore it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the radial artery. This was a vaivt case. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). The device was stored in the lab in a shelf. There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inflated once. The balloon was inserted into the patient once. The balloon was ruptured but no leakage found. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact (in one piece). Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a slalom pta .018 hp 40 5 x 2 was inserted through a non-cordis sheath and inflated in the target lesion without any issue. However during removal, there was resistance felt with the sheath and the balloon was confirmed to be elongated after the balloon was completely removed from the sheath. Therefore it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The target lesion was the radial artery. This was a vaivt case. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). The device was stored in the lab in a shelf. There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inflated once. The balloon was inserted into the patient once. The balloon was ruptured but no leakage found. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact (in one piece). Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17179938 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system withdrawal difficulty ¿ through guide/sheath¿ could not be confirmed since the device was not returned for analysis. The exact cause of the withdrawal difficulty could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.